Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round high profile 500cc saline breast prostheses developed issues with both implants post implantation. The patient reported that her left breast prosthesis is high and when she lies on her back she notices the deformity more and she can hear the implant. Additionally, deflation of the right breast prosthesis was later diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: n/a. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).